Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A ultra filtration volume of 1397 ml was found in the device logs which meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been receive for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log during cycle 2. The ultrafiltration volume was 1397ml, meaning the patient drained 1397ml more than the fill volume of 2200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.